Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), headache ("headaches"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 (hyst. (Full), salping. (Bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, menorrhagia and urinary tract infection outcome was unknown and the headache, migraine, hormone level abnormal, nausea and weight increased had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatments for events pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metorhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2017, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding),general abnormal bleed, uti, headaches, migraine, hormonal changes, nausea, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.